Manufacturer narrative:
The unit was received with a blank display due to corroded battery tube and battery cap contact. The insulin pump was also received with a cracked case at the reservoir tube lip and minor scratched lcd window. They were unable to verify the off no power alarm, the battery out limit alarm, nor the low battery alarms because of a blank display. (B)(4).

Event description:
The customer reported via phone call that the insulin pump had a low battery and also received a battery out limit alarm and an off no power alarm. The customer stated that her battery was dying faster than normal, and that she noticed corrosion in her battery compartment. Her blood glucose level was unknown. Customer was advised to discontinue use of the device and revert to a back-up plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.